Event description:
No blood glucose levels were provided. The customer reported a motor error alarm from the insulin pump. The customer tried to clear the alarm from the insulin pump but was unsuccessful. The customer reported that the insulin pump was not exposed to any strong magnetic field. It was reported that the insulin pump was not dropped or bumped. The customer has reverted to a back-up plan of following prescriptions for insulin shots until a replacement insulin pump arrives. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump was unable to verify motor error alarm due to button keypad anomaly. However, the motor passed motor test. The insulin pump was received with protrude/loose drive support disk, minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).